Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for service and the customer's complaint was confirmed. The device's system board was replaced to address the issue.the device was repaired but not returned to the customer, pending customer approval of the estimate.